Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump the insulin pump had a frozen display occurred while trying to change her basal rates. The buttons were not responding. Customer's blood glucose was 50 mg/dl. Customer's mother did not recall any significant events. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons function properly on the insulin pump. However, moisture damage was noted on keypad traces. The device had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker, and cracked case near display window corners which were noted during visual inspection.